Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. The reporter denied any damage to the pump or any moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1; date of submission: 10/26/2016. The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings. There was no activity related to the alleged issue observed in black box or download history. No overheating was duplicated during testing. The pump's electrical current draws were found to be within specification. The battery cap had stripped threads.